Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The rep reported that the patient¿s controller was not functioning properly. After meeting with the patient, they clarified that the patient was unable to turn their stimulation up to desired settings. The patient indicated that they were seeing a ¿not able to deliver desired settings¿ on their controller. The rep ran an impedance test, which showed that electrodes 0 and 10 were out of range (red). The rep performed reprogramming for improved coverage, and the patient was able to increase stimulation without running into ¿out of range¿ message. They also added that the patient¿s stimulation was deactivated per request. The patient was to contact the rep if they needed any additional support. No further complications or patient symptoms were reported or anticipated.